Event description:
A customer reported receiving a system error 2240 which occurred on the homechoice (hc) during the initial drain. The home patient (hp) stated that they did not know if the patient line primed properly and had a frangible that was closed. The technical service representative (tsr) advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention was associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.